Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the unit alarmed for low air supply pressure while being used in a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The air gas module which regulates the inspiratory air gas flow to the patient was replaced during on-site troubleshooting. The replaced part and logs were returned for investigation. The reported alarm for low air supply pressure was reproduced during test of the returned air gas module in a reference ventilator. In addition to the low air supply pressure alarm several clinical alarms, related to the oxygen concentration, the airway pressure as well as the expiratory minute volume, were generated. During pre-use check several tests failed since the detected gas was unknown because the measured air supply pressure was 0 bar. The investigation showed that the cause of the observed and reported failures is a high offset drift of the gas supply pressure transducer. The gas supply pressure transducer is part of the flow measuring in the gas module. The failure of this component would lead to inaccurate gas flow regulation which will be detected during pre-use check if present and alarms will be activated if the failure occurs during ventilation. The root cause of the reported issue is a drifting gas supply pressure transducer. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).